Event description:
It was reported that the impactors were deformed after several times of normal use. But in this surgery, it was impossible to use them together with the positioning guide 40. The surgery could be completed with the same instruments without positioning guide. It is unk how long the surgery was delayed.

Manufacturer narrative:
The MFR did not receive the instrument for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).